Manufacturer narrative:
(B)(4). Date sent: 07/14/2020. Additional information received: cdh33a product code and packaging lot: r40l8z.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. See operative notes and medical correspondence.

Event description:
It was reported that during a laparoscopic segmental bowel resection procedure, the circular stapler failed. The stapler clicked into anvil and fired. It cut two complete doughnuts but did not staple the two ends of the anastomosis, leaving both ends completely open. Operation was then converted to a midline laparotomy. Patient suffered pain and suffering, shock and trauma from having to have another procedure (ileostomy) and three months with a stoma in order to close patient's ileostomy. Patient's bowel is still not returned to completely normal functioning and patient has required counseling.

Manufacturer narrative:
(B)(4). Additional information received: medical records. Please see attached. - attachment: [10.27.18 op report_redacted a.pdf, 11.1.18 dr. Bearn letter_redacted b.pdf, 2.4.19 consult with philip bearn, md_redacted d.pdf, 10.27.18 surgical inventory record_redacted c.pdf].

Manufacturer narrative:
(B)(4). Additional information received: received information from patient¿s counsel indicating the hospital did not report the incident to us and the current whereabouts of the device are unknown. The scrub nurse indicated the device was a cdh33a however, information from the surgeon suggests a cdh29a was fired initially and then a second cdh29a used to recreate the anastomosis when the staple line did not hold on the first firing. The procedure was performed by a gynecological and a colorectal surgeon who provided information as follows: the patient underwent a laparoscopic segmental bowel resection (severe endometriosis), bilateral ovarian cystectomy, partial vaginectomy and excision of uterovesical endometriotic nodule. During the procedure, it was noted the pouch of douglas was ¿completely obliterated¿ and two full thickness rectal nodules were observed with the caudal nodule around 7 cm from the anal verge. There were bilateral multiple endometriomas, kissing ovaries and no hydrosalpinx on the tubes (left tube mildly edematous). Resection was carried out mediolaterally and left ureter was identified and preserved. The loop was reportedly redundant enough that mobilization of the splenic flexure was not necessary. Purse string suture was carried out and the circular stapler was fired to create the anastomosis following linear stapler transections and reportedly, two good donuts were confirmed however, ¿did not staple the two ends of the anastomosis, leaving both ends completely open.¿ the patient was converted to an open procedure and a ¿pi30¿ stapler was applied to the distal stump now less than 5 cm from the anal verge. A second circular stapler was used to recreate the anastomosis and a right iliac fossa loop ileostomy was performed ¿as low anastomosis.¿ intact doughnuts were noted; however, no information is provided as to whether audible or tactile feedback was encountered. The plan was to reverse the ileostomy once the anastomosis was healed. No information is provided at this time as to whether that has occurred. Medical records have been requested.